Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support and there was a blockage in the cartridge a cartridge change was performed resolving the occlusion. Customer¿s blood glucose (bg) level was 302 mg/dl - "high" although specific value was not provided. Elevated blood glucose levels were addressed by manual insulin injection.